Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Investigation summary: with all the available information, boston scientific is unable to confirm cause of the reported clinical observation of stuck guidewire. Visual inspection of the device found no outer abnormalities were observed. The catheter returned without a guidewire inserted. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and the device was deployed to basket and flower position with no unusual resistance noted. During product analysis, the device passed all test performed, showing no evidence of the reported allegation. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). Risk review: a risk review performed for the farawave device confirmed that the event of guidewire stuck is a known event defined in the products risk management documentation.this event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of no problem detected and supporting evidence that came to this conclusion. Boston scientifics investigation findings were unable to establish a clear conclusion about the cause of the reported event. The allegation was unable to be confirmed, and no evidence or abnormalities were observed during the analysis. The device met all requirements prior to being approved for final distribution/sale and there was no evidence to suggest that the instructions for use (IFU) was not followed.

Event description:
It was reported that during the farawave procedure for atrial fibrillation, while preparing the catheter, the physician inserted the guidewire into the catheter, slight friction was noticed. It was suggested changing it but decided to continue. After several pulse field ablation pfa applications, the guidewire was completely stuck in the catheter, and the physician had difficulty removing the guidewire. No tissue was seen at the tip of the catheter or guidewire. The guidewire was able to be removed with some difficulty. No other catheter malfunctions were noted. A new guidewire and catheter were used to complete. No patient complications occurred. The device was received for analysis.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the farawave procedure for atrial fibrillation, while preparing the catheter, the physician inserted the guidewire into the catheter, slight friction was noticed. It was suggested changing it but decided to continue. After several pulse field ablation pfa applications, the guidewire was completely stuck in the catheter, and the physician had difficulty removing the guidewire. No tissue was seen at the tip of the catheter or guidewire. The guidewire was able to be removed with some difficulty. No other catheter malfunctions were noted. A new guidewire and catheter were used to complete. No patient complications occurred. The device is expected to be returned.